Event description:
The catheter was placed in 2006, in the patient's arm for chemotherapy. The pt left the hospital with the catheter still in place the following month. The catheter was retaped at the hospital three days later. 5cm of the catheter was out of the body and was dressed with tegaderm dressing. The catheter was found missing at the pt's home the next day. The catheter was found in the pulmonary artery and medical intervention was required for removal of the catheter.

Manufacturer narrative:
Results - a review of the device history record revealed no discrepancies associated with this complaint. One used unit was received for analysis. The quality technician identified jaggaed edges on the broken portions of the catheter tubing. The technician also identified residue and fibers on the broken portions of the catheter. Conclusions- no corrective action will be taken at this time, as the technician stated that the defects identified are characterisits of misuse by the user.